Event description:
Patient was implanted with a prosthesis in aorto bifemoral position in 1996. During a routine medical visit on 09/09/1999, examination evidenced edema at scarpa. An echo doppler was then performed: graft was patent and a seroma or false aneurysms were suspected. A re-intervention was performed in 1999. Vascular surgeon confirmed the seroma and the left branch of the graft was explanted and replaced by a ptfe graft.